Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and malposition.

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture, baker grade iii. Healthcare professional later reported "wave fold and rotation" diagnosed via MRI and ultrasound. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, crease / folding of implant, rupture and malposition was received on dec 10, 2025 with lot number 2184207. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ malposition: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side intracapsular rupture and capsular contracture, baker grade iii. Healthcare professional later reported "wave fold and rotation" diagnosed via MRI and ultrasound. The device was explanted.